Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a "messed up wire and battery" after having gastric bypass surgery. The patient planned to either have the whole device replaced or just the battery. Additional information from the patient's physician was requested.